Event description:
The following has been reported: biomed reported: tubing error. Patient harm: no. Stopped active infusion: yes. Drug administered: unknown. Occurred: during infusion. 06/12/2025- biomed reported that the device was cleaned and tested prior to reporting. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Removed fva assembly and found debris on the pins. Cleaned fva pins and reinstalled fva assembly. Internal investigation found the lever arm retaining plate being damaged and wi-fi antenna wire pinched. Fva lip seals, lever arm retaining plate, and wi fi antenna will be removed and replaced during repair process. Performed all functional testing. No other damage found.